Manufacturer narrative:
Other device used: model no. Sg-hbl-90-20, lot no. Cl66783-1, manufacture date. 09 sept 2015, expiry date. 08 sept 2017. A full review of the device history records for the devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. The physician has stated that the patient presented a highly angulated, barrel shaped proximal neck. Both left and right common iliac arteries were aneurysmal with the presence of calcification. Respiratory failure was confirmed as the cause of death and is unrelated to the implanted devices (possibly procedure related). Remains implanted in patient.

Event description:
Event: type 1a and 1b endoleaks post procedure / re-intervention original evar was performed on (B)(6) 2017. The final angiography revealed a type 1a endoleak. Re-ballooning was performed using a reliant balloon catheter (medtronic (B)(4)). Only a type 4 endoleak remained. The original procedure was finished. Follow-up CT images were taken one week after the original procedure and revealed a type 1a endoleak. On (B)(6) 2017, the physician performed a re-intervention to resolve the type 1a endoleak by placing an excluder cuff (28.5mm, gore) it was also confirmed that a type 1b endoleak was present at the right common iliac artery. To resolve this, the physician placed another excluder cuff (23mm, gore). This did not resolve the type 1b endoleak, therefore another excluder cuff (23mm, gore) was also placed. Both the type 1a and 1b endoleaks were resolved. The procedure was finished without further issues. At the end of (B)(6) 2017 (exact date unknown), it was confirmed that the patient passed away from respiratory failure, unrelated to the device and possibly procedure related.